Event description:
It is reported that the device was implanted in 1998. The device was revised in 2007, due to poly wear.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation results/conclusions: the medical compartment exhibits extensive wear/deformation. The thickness of the medical compartment is approximately .100" thinner than the original manufactured thickness. The lateral compartment only exhibits slight wear. The majority of the engraving on the inferior side have been worn away. Device history records indicate device manufactured to specification.